Event description:
It was reported that during a ptca procedure, after several unsuccessful cannulation attempts over an extended time period, the guiding catheter and the guide wire were removed as a unit. Upon removal, it was noted that a portion of the guiding catheter remained in the pt's anatomy. A snare device was successful in retrieving the catheter segment, and the entire system was removed from the pt together as a unit. No further attempts were made to treat the pt's coronary disease at that time. The pt left the cath lab in stable condition.